Manufacturer narrative:
(B)(4). Lot number: 121212, 130123; manufacturing date: 12/12/2012, 01/23/2013; quantity affected: (B)(4). Method: the complaint rt340 adult dual-heated with evaqua breathing circuits were returned to fph in (B)(4) for inspection. The electrical resistance of the heaterwires of the inspiratory and the expiratory limbs were tested using a calibrated multimeter. Continuity testing and visual inspection were also conducted to check the electrical connection between the heaterwires and the heaterwire pins to our specifications. Results: electrical resistance testing showed the expiratory heaterwires were within specifications; however, the inspiratory heaterwires were open circuit. Continuity testing and visual inspection revealed that the open circuit in the inspiratory heaterwires was located at the connection between the heaterwire and the right heaterwrie pins inside the overmoulded plug. A lot check revealed no other complaints of this nature for both lot numbers. Conclusion: electrical open circuits in heaterwires can be associated with improper crimping of the heaterwire during production, such that it is unable to provide continuity for the full period of use. All rt340 breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests the heaterwire became open circuit after released for distribution, possibly as a result of an intermittent crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a "heaterwire disconnect alarm" sounded on the mr850 respiratory humidifier when two rt340 adult dual-heated with evaqua breathing circuits were alternately connected. This was observed before patient use.